Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that a patient presented with a dcdc = 0 for systems diagnostics during a routine office visit. The patient had no clinical symptoms and was doing very well at the time of the initial report. The patient was implanted on (B)(6) 2004. Good faith attempts to obtain additional information were unsuccessful as the physician indicated she will not provide any additional information on her patients' events. Further information was received recently through an implant card. Review of implant card revealed that the patient was explanted and re-implanted due to dc dc 0 and the lead discontinuity box was checked as well. Good faith attempts to obtain additional information and the device returned have been unsuccessful to date.